Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 37 mg/dl. The customer reported sensor glucose levels are lower than blood glucose levels on multiple sensors. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 139 mg/dl and the sensor glucose level was 63 mg/dl at the time of the incident. The customer did troubleshoot the issue. The sensor will be returned for analysis.